Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received an inappropriate shock and presented to the ER (emergency room). The field rep attempted without success to recreate oversensing, but was observed both bipolar and rvtip to rvcoil on the right ventricular (rv) lead. The atrial lead and rv lead also showed loss of capture and oversensing. The rv lead also had high threshold. It was noted that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sic (sensing integrity counter), a high rv threshold was triggered, and there was high and undefined pacing impedance for the rv lead. Currently detections are programmed off until the patient can see their cardiologist. It was further reported by the patient that two to three days after their implantable cardioverter defibrillator (ICD) replacement, the device shocked them. The patient stated that they called and stated that "it was not right" and that the clinician turned off the lead. The patient continued, "when the lead was connected, it was not done correctly. They redid the surgery to reconnect it." Additionally, the patient stated that they "woke up when they were sewing" them back up and they "could f eel everything". The patient also noted that when they got up, they were shocked again and that clinician said their "leads were bad". The ICD, rv lead, and atrial lead remain in use. No further patient complications have been reported as a result of this event.